Event description:
Baxter received report from customer. Customer has indicated extension sets were noted to be broken in packages and to be breaking during use. Tubing has also been noted to be broken in the packaging. The breakage is reportedly occurring distal to the male luer lock adapter. The hosp has isolated the affected lot number. No pt injury has been reported at this time. Samples are available for evaluation.

Manufacturer narrative:
Device has been requested but not received for evaluation. Baxter will continue to investigate any reports it receives and review trending of these events.